Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. During troubleshooting, the customer tested the pump's ability to enunciate an audible tone while tapping on a touch screen button and verified that an audible tone was declared by the pump. Blood glucose level was 281mg/dl. Reportedly, the customer continued using the pump for insulin therapy.